Manufacturer narrative:
The device was returned to service center for an evaluation and the evaluation confirmed that the teflon pad was burnt in the middle, lifted, and exposed metal under the grasping section. The distal end of the device was inspected under a microscope and found charred marks to the probe unit. Based on similar complaints, this type of device damage is most likely caused by operational technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
The company representative reported that when the customer was using the hand piece during an unspecified procedure, and after a few bites the teflon pad was burned out. The hand piece was replaced with another hand piece with the same lot number, but shortly after using it, the customer experienced the same thing. There was no patient injury reported.